Manufacturer narrative:
The device was not returned; therefore, failure analysis cannot be performed. A review of the device history record was performed for this lot and no non conforming material reports (ncmrs) have been initiated that are related to this failure mode. Additionally, ncmr history from the last 6 months was reviewed and no ncmrs have been initiated that are related to this failure mode. The axera access system IFU was reviewed and found to be adequate. Per step 4 (deploying the axera access device) of the IFU, "grasp the distal tip of the axera access device anchor firmly, and insert the latchwire into the distal end. Press firmly until it is completely latched. Note: confirm latch by tugging firmly on the latchwire." Based on the analysis completed, there is no evidence to suggest the device was out of specification. The probable root cause based on available info is the user did not properly confirm the latchwire was attached to the anchor prior to use. The technician was immediately re-trained by the arstasis representative.

Event description:
The 0.032" latchwire detached from the body of the device outside of the body above skin level as the device was being withdrawn. It was removed manually without any additional intervention required. The technician speculated that he may not have attached the wire completely before insertion.